Event description:
Screws packaged in single peel-pack pouch were delivered inside screw-top plastic tube. Outside of plastic tube was marked "sterile". Because the container was not tamper-resistant and because the screws were in a single (not double) peel-pack, the operating room staff questioned the product packaging and sterility at the time of surgery. The co rep, who was present in or, verified sterility and this was also confirmed by telephone with the MFR during the procedure. The screws were inserted following these verifications. The pt developed an infection and required (1) return to or for removal of fixation device and application of long leg cast the next month; (2) insertion of central line catheter two days later for 6 week course of antibiotic treatment. May also require add'l surgery for reinsertion of external fixation device.